Event description:
On (B)(6) 2012, (B)(4) received a report from home care services and is a spontaneous report from a patient of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd therapy. On an unreported date, a cat chewed through the patient's line. In (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for this event. At the time of this report, the peritonitis had resolved. A causality assessment was not reported. On (B)(6) 2012, (B)(4) contacted the peritoneal dialysis registered nurse (pdrn) to obtain additional information regarding the peritonitis event. The nurse clarified the patient was diagnosed with peritonitis on (B)(6) 2012 and not in (B)(6) 2012 as previously reported by the consumer. She confirmed the cause of peritonitis was the cat chewed through the patient's line. The nurse declined to provide treatment rendered for the event. The nurse confirmed the patient was not hospitalized for the event. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. The patient was retrained and told not to keep the cat in the room during pd therapy. The nurse stated the event was not related to homechoice machine, disposable parts or dianeal therapy. The pdrn declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint is against the cassette, but the cassette in use at the time of the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient, described as the patient's cat chewed through the patient line. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.